Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4: PMA/510(k)#: k020321, k040099, and k131331. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (haemophilus influenzae) was misidentified as moraxella spp. The user performed confirmatory testing. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary - a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that they were getting misidentifications with their results, most commonly with moraxella spp when the expected result was haemophilus influenzae. Remote support was provided to the customer. In communication with the customer, the support specialist was informed that the notification of the discrepancy with the results occurred months after the sample was released. There is no longer a sample for the investigation to continue. The instrument continues to operate as intended. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. A report was provided of the results, however, no parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was completed and revealed one prior case with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (haemophilus influenzae) was misidentified as moraxella spp. The user performed confirmatory testing. No health impact or consequence reported.